Manufacturer narrative:
The manufacturer received the device and investigation is in progress. X-rays were provided and will be reviewed within investigation process. As no lot numbers were provided for the devices, the device history records could not be reviewed. However, the device has been returned and the lot number will be available during investigation process. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted a ncb, periprosthetic femur plate, distal, left, 12 holes, 278 mm on (B)(6) 2016 and was revised on (B)(6) 2017 due to plate breakage. It was reported that the patient fell down, leading to the fracture of the ncb plate.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records for the plate indicates that the released component met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the patient fell down and the ncb plate fractured. Due to the fact that the patient fell down, the surgeon does not expect a malfunction of the implant. Review of received data: 5 x-rays were received without dates, but with pictures numbers. The x-rays were reviewed by a healthcare professional. In x-ray number 1 an existing knee prosthesis with a bone fracture can be seen. The bone fracture is located in the area of the prosthesis tip. The fracture is a transverse femoral fracture. In the area of the fracture, no pathological-osseous changes can be seen. No damages of the knee prosthesis can be found. In the x-rays number 2 and 3, an ncb pp plate is seen with several screws. A valgus formation can also be seen. In x-ray number 4, the plate is fractured around the existing bone fracture area. In the x-ray number 5, a new ncb pp plate (longer 15 holes) was implanted with cerclage wires and screws. Devices analysis: visual examination: the broken plate, 9 screws, 3 locking caps and 1 cable button were returned for investigation. The broken plate shows an indication for a fatigue fracture (beach lines) on both broken parts of the plate. There are also several scratches on the plate surface visible. Review of product documentation: the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting. Not possible -> no signs of notching. Breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device). Not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment or in the current pms process. Breakage of implant due to chemical / galvanic / crevice corrosion of material: not possible -> no signs of corrosion. Breakage of implant due to implant will be implanted against contraindication: not possible -> no signs of contraindication. Breakage of implant due to wrong interpretation of in situ device position and/or dimension: not possible -> no issue found on the x-rays. Breakage of the implant due to wrong interpretation of x-ray template for dimensions. Not possible -> no issue found on the x-rays. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Not possible -> the plate was not bent. Breakage of implant due to user define incorrect placement of the spacers and plate not possible -> no spacers used. Breakage of implant due to user perform improper handling of the plate during insertion: not possible -> no signs of wrong handling. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction: possible, no information about post op restriction received. Breakage of implant due to patient do not follow the postoperative protocol: possible, it can be assumed that the plate was broken due to the patient fall. During the fall of the patient high forces were applied to the plate which lead to the breakage of the plate. Conclusion summary: the ncb pp plate was in vivo for approx. 5 months. It was reported that the plate was broken right after the patient had a fall. The provided x-rays (undated) did not show any abnormality. A valgus formation could also be seen on the x-rays. The product analysis of the plate shows an indication for a fatigue fracture. The visual examination of the products indicates that no material defects that could have triggered the fracture was detected. It can be assumed that the plate was broken due to the patient's fall. During the fall of the patient high forces were applied to the plate which lead to the breakage of the plate. However, an exact root cause for the plate breakage could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).